Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that about six weeks after implant surgery, patient states that her hip popped out. Patient states that she went to the emergency room and until six months ago had no problems with her hip implant. Patient states that in the last six months her hip has popped out five times. She says that her husband has been able to manipulate the hip back into place. The last time that the hip popped out was (B)(6) 2013. Patient also states that hip dislocates with minimum of activity.

Manufacturer narrative:
An event regarding dislocation involving a trident acetabular liner was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for review. A clinician review of the provided records indicated that "there is no documentation regarding the multiple dislocation noted in the event description. It is unlikely the instability described eight years post-implantation, with a normal appearing x-ray was the result of factors of faulty prosthetic design, manufacturing, or material." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot the event could not be confirmed nor the root cause of the reported dislocation determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that about six weeks after implant surgery, patient states that her hip popped out. Patient states that she went to the emergency room and until six months ago had no problems with her hip implant. Patient states that in the last six months her hip has popped out five times. She says that her husband has been able to manipulate the hip back into place. The last time that the hip popped out was (B)(6) 2013. Patient also states that hip dislocates with minimum of activity.